Manufacturer narrative:
Occupation: educator. Additional reporters: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The getinge representative attempted to assist the customer in changing over to the fluid lumen for alternate arterial pressure (ap) access but they did not have the appropriate cable. They stated that they could not find the right cord and the physician was aware. The risk of not having an ap source was explained and the customer understood. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).